Event description:
The customer reported that the sys displayed a filament error and then the monitor screen went black during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The snubber board was suspected to be defective. No conclusion can be drawn as repair info is unavailable and no add'l svc info was provided.